Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) patient reported during treatment the system alarmed fo a scale fault. While attempting to clear the fault the patient discovered fluid leaking from the unused lines on the system. The patient had been instructed to clamp the unused lines, and tie them into a know to get them out of the way. The patient forgot to clamp the lines; she only had them in a knot. The patient was advised to disconnect and setup with a new set. The cycler set was discarded. Later follow up determined that the patient's effluent was clear. There were no signs of infection and prophylactic antibiotics were administered. No adverse event reported at this time.